Event description:
The customer reported the system displayed multiple error messages that prevented the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator battery pack. The system operates as intended.